Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. Unknown, cat. No. 320566. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was broken and unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: the medicine can't be shot. From the appearance of the complaint product, the inner needle has been broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was broken and unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: the medicine can't be shot. From the appearance of the complaint product, the inner needle has been broken.